Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note add'l devices implanted and related to this event: (B)(4).

Event description:
On (B)(6) 2009, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, a computed tomography revealed a distal type I endoleak and aneurysm sac growth. The amount of growth is unk. On (B)(6)2011, the pt was implanted with a bare metal stent to treat the endoleak and aneurysm sac growth. No further complications were reported.